Event description:
It was reported that the membrane frame was found to have a yellow discoloration/staining and the plastic frame near the latch hook has a chip/crack. This was observed during bd clinical practice consultant site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported complaint of yellow discoloration on the membrane frame and a crack near the latch hook was confirmed through a customer-provided photo. No devices were returned for this investigation, however, the facility provided photos showing yellow discoloration on the membrane of the bezel and a chip in the bezel plastic near the yolk. Further inspection could not be performed, since no devices were returned for this investigation. According to the alaris cleaning products guidelines tip sheet: the alaris system requires proper care and maintenance to remain in good condition. To ensure that your devices operate efficiently, use the recommended cleaning products and correct cleaning and inspection processes. Per alaris user manual v12.1 cleaning states: the use of chemicals that can damage the surface of the instrument and failure to follow the bd alaris and alaris product cleaning procedures and the cleaning solution manufacturer¿s recommended dilutions can result in an instrument malfunction or product damage, such as weakening and cracking of the case, and could void the warranty. Do not use hard, abrasive or pointed objects to clean any part of the instrument. Do not allow cleaning solutions to collect on the instrument. Residue buildup might cause the moving parts to become sticky and hinder their operation over time. Certain chemicals can damage the surfaces of the instrument. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. No log analysis or testing could be performed, as there were no devices returned for investigation. The device was reported with no patient involvement. The alaris pump module is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported yellow discoloration on the membrane frame and a crack near the latch hook was not determined since there was insufficient information. There was no product returned to be examined and tested. Note that imdrf annex a0401, a1801, c07, c0601, d15, g0405206, g04067 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.